Manufacturer narrative:
There is no evidence that the mr system malfunctioned. The site failed to use pt padding as defined in the working safety operator manual, 2381696.

Event description:
It was reported that a large, sedated pt sustained a 2nd degree burn to their right elbow during a scan. The burn resulted in a blister. It was determined that padding was not used in the area of the burn. The pt was treated in the wound clinic.